Event description:
The complaint alleges that a pt had an asystole event but the alarm did not ring as a red alarm sound. The alarm allegedly rang and was not able to be distinguished from a yellow alarm. The pt expired.